Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on bg meter, and moderate ketones. Reportedly, customer believed that the non-tandem infusion set was the cause, however, no damage was observed, and ultimately cause of elevated bg level was unknown. Bg was treated with an unspecified intravenous treatment and anti-nausea medicine. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 200 mg/dl).